Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis manifested by abdominal pain and cloudy peritoneal effluent. The breach in aseptic technique was further described as migration of bacteria from the skin. It was reported the patient was "admitted" the same day as event onset and was treated with amoxiclav (dose, route and frequency were not reported, discontinued after 10 days) for peritonitis. The patient has recovered from the event ten days after the event onset and pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.